Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction code and customer contacted support, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and customer acknowledged these instructions.